Event description:
After implant, patient came for an initial visit to check vns and the device showed high impedance with no current being delivered. Patient has not experienced any major falls and his caregiver could not recall any major incident that could¿ve resulted in damage to vns or lead. The device was not turned off, but patient is going for x-rays and will be sent for surgical intervention. No known surgical interventions have occurred to date.

Event description:
Additional information was received from a programming history review noting additional impedance values during the replacement surgery. No other relevant information has been received to date.

Event description:
The explanted lead was received. Analysis is underway but has not been completed to date.

Event description:
The reported ¿high impedance¿ allegation was not duplicated in the pa lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In the lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Describe event or problem, corrected data: lead product analysis. Previous supplemental MDR #3 inadvertently left out the analysis of the lead product. Device evaluated by MFR? Corrected data: yes. Previous supplemental MDR #3 inadvertently did not mark as yes.

Event description:
The lead assembly was returned for analysis due to the following allegations; 1) ¿high impedance¿ and 2) ¿lead break ¿. The reported ¿allegations were not duplicated within the returned lead portions. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
Per the x-ray images reviewed, the lead pin appeared to be inserted completely into the connector block and so incomplete pin insertion is not suspected to be the cause of high impedance. The generator placement appeared to be normal in the left axillary chest area. The pulse generator feedthru wires appeared to be intact. The lead wires appeared to be intact at the connector pins. No gross lead fracture or sharp angles were observed in the visible portion of the lead. Patient underwent generator and lead replacement due to high impedance. The explanted lead has not been received to date.